Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire would not release the bow after it was being bowed. It was reported that there was no any visible damage noted on the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: dr. (B)(6). Block e1 (initial reporter address 2): (B)(6). Block h6 (device codes): medical device problem code a050701 captures the reportable event of cutting wire unable to release bow. Block h10: the returned autotome rx 49 was analyzed, and a visual evaluation noted that the working length was twisted at the distal section and the cutting wire was kinked. These findings were consistent with the findings when the device was observed under magnification. A functional evaluation noted that the device was able to bow and returned from bowed position as intended with a little delay, which is most likely due to the twisted working length. No other problems with the device were noted. The reported complaint was not confirmed. Upon analysis, it was found that the device bowed and released from bowed position as intended. The working length was twisted. Based on the condition of the device, the problem found could have been caused after multiple attempts to rotate the device prior to procedure or during procedure to obtain a better position of the device. There was a little delay of the device to return from bowed position, most likely due to twisted working length. Due the tension forces that are generated between the wire and the working length when they are interacting in order to activate the device, this condition directly affects to the loss of communication between the handle and the distal section, causing the inability to return correctly from bowed position. Additionally, the cutting wire was kinked which could have been due to rotation of the device with the tip not fully exited out of the scope. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire would not release the bow after it was being bowed. It was reported that there was no any visible damage noted on the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.